Event description:
It was reported the printer intermittently does not work. The programmer was returned to the manufacturer for repair, analyzed and tested out of specification. There was no patient involvement indicated.

Manufacturer narrative:
This report is based solely on device analysis. If additional relevant information is received, a supplemental report will be submitted. Product event summary: analysis confirmed the printer issue; the printer 25 speed button is difficult to activate. Analysis also found internal corrosion. Keyboard cable/connector is damaged (keyboard cable is twisted loose), system fan is noisy, upper case is worn and very scratched, and usb (universal serial bus) port is damaged. (B)(4).